Event description:
Healthcare professional reported "[capsular contracture]", "baker grade 4". This record is for the right side. The device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2020 provided. Continued e1: alternate phone number: (B)(6). Continued e1: alternate email address: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "[capsular contracture]", baker grade IV.